Event description:
It was confirmed that (B)(4) was the correct serial number for this event.

Event description:
There were no abnormal findings around the pump or the back pocket. However, a further report noted that the fever had then recovered as of (B)(6) 2014 and was not related to the catheter, pump, or procedure. The patient did have worsened/exacerbation of his spasticity on (B)(6) 2014 which was not recovered as of (B)(6) 2014. This was reported as unrelated to the investigational drug, catheter, pump, programmer or procedure. On (B)(6) 2014, the fever had subsided. Problems with the pump system were suspected. A catheter contrast study, rotor examination, and log were acquired. It was confirmed that there were no problems with the system. It was determined that it was caused by the patient who was currently undergoing a follow-up.

Event description:
It was reported the back was cut open on 2014 (B)(6) for catheter trouble. It was stated the catheter connector and anchor were ¿rein stalled.¿ it was reported there was a fever of 38-39 degrees celsius that had manifested two days prior. It was noted, the fever occurred only for the night and subsided by the morning. It was noted the patient had not recovered by the day of report. It was reported this was not related to the investigational drug. It was stated it was unknown if the catheter, pump or procedure were related, and the programmer was not related. It was noted they were currently taking a ¿wait and see approach.¿ it was noted there were no abnormal findings around the pump or back pocket. The pump was used to deliver gabalon. Additional information reported the ¿catheter connector anchor¿ was replaced on 2014 (B)(6). Conflicting information reported the anchor of the catheter connector was replaced on 2014 (B)(6).

Manufacturer narrative:
Product ID 8781 lot# n393528001, implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The crp was slightly positive at 0.4, but there were no abnormalities observed in the abdominal ultrasound on (B)(6) 2014. It was noted an x-ray was performed on (B)(6) 2014 and the symptoms subsided on that day and the patient recovered.